Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was powering off when it is hot, but there is no temperature message. This complaint was classified based on the customer care advocate (cca) documentation. "A couple of months" prior to contacting lfs, the patient reported the alleged issue started. The patient reported using humalog insulin to manage his diabetes. The patient reported sometime in (B)(6) at 8:00am, he increased his dose of medication in response to the alleged issue. The patient reported 1 hour after the alleged issue occurred, he developed symptoms of "feeling bad." The patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting, the cca was unable to resolve the issue with a walk through retest. Based on the information provided, the subject meter did not cause or contribute to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.